Event description:
It was reported that during an unknown procedure, the device could not fire. The staff changed to another device to complete the procedure. The procedure was competed with same/like device. There were no patient consequences.

Manufacturer narrative:
(B)(4), damaged one piece sled, the device was received for analysis with no visual non-conformances and with a cartridge reload present. The reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. In addition, the one piece sled was found to be broken making the reload non-functional. Please noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.